Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify absence of occlusion alarm due to prime anomaly. Unit received with cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 120 mg/dl at the time of incident. The customer¿s current blood glucose level was 403 mg/dl. The customer was treated with needles and insulin for high blood glucose level. The customer reported that customer¿s blood glucose level was 400 mg/dl from last few days. The drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.